Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was returned to zimmer biomet in fractured condition. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6: proposed component code: mechanical (g4): provision bottom visual examination of the returned product identified sign of use. All the returned tasp bottom was fractured. Part and lot identification are necessary for review of device history records, neither were provided. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Finally, root cause of all other tasp cannot be determined. However, the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture documents the following: fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Reported fractured was confirmed based on the product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.